Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the device connection became detached from the probes. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. Upon visual evaluations of the photograph attached to the complaint of an ar-9811 apollo rf 90° multiport. It is concluded that the device's cable/connector has an exposed wire. The connector is broken. Refer to the pictures attached to the complaint for further reference. The cause remains undetermined.